Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: china. The investigation is complete. This is an initial final report submission. The device was returned with the batteries removed from the pack. Functional testing found the device did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found electrolyte leaked inside of the pack. There did not appear to be damage to the wiring of the pack. It was also noted the device was expired; however, the event date occurred prior to the sterility expiration date. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device sprayed less water out before surgery. There was no harm or delay reported, as there was no patient involvement. Due diligence is complete and no additional information is available. At device evaluation the visual inspection of the interior of the battery pack found electrolyte had leaked inside of the pack. No adverse events were reported as a result of this malfunction.